Manufacturer narrative:
The device sample was returned to the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The event is reported as: the customer reports that the package is torn. The reported issue was detected during incoming inspection by the distributor (imj).